Manufacturer narrative:
The reported event of backup operation was confirmed, but the reported event of premature discharge of battery was unconfirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated a hardware reset occurred due to a circuitry issue. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. Despite extensive efforts, backup condition could not be reproduced. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the pulse generator had entered backup vvi mode due to an unknown reason. The pulse generator was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the physician alleged device went into backup vvi mode due to premature battery depletion.